Event description:
The pump therapy was ¿the most incredible thing¿ for the patient until the new pump was implanted last year. The patient¿s spasticity was worse than before the pump was put in. The patient had pain at night and could not sleep. His spasms were so bad that he was afraid he would be thrown out of his wheelchair. A CT myelogram was done, but no problem was found with the catheter. The patient was unsure whether dye was used to assess the catheter. The only intervention the hcp (healthcare professional) was doing was increasing his dose by 15%. The patient¿s current hcp did not want to address his catheter because it was implanted prior to the hcp taking over his care. He tried finding other surgeons to address his catheter but they also would not look at a catheter they did not implant. The patient was looking for another physician. The device system was delivering baclofen. Additional information was received from a consumer indicated the patient had problems with the new pump since it was replaced due to minimal relief/terrible pains. With the pain becoming ¿worse and worse¿ the more time that went by. It has been two years since the new pump was placed and two years ago for the ¿terrible pains¿ that began. The patient saw the doctor so many times with ¿little tests¿ that were done ((B)(6) 2014). The hcp found out the catheter was kinked/folded over and a revision was done on (B)(6) 2015. He would have never gotten the itb pump in the first place if he knew that he would have a problem with having his pump managed/serviced and was upset due to all that he had gone through with the drug infusion system. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.